Event description:
Information was received from a patient representative (rep) via a patient receiving unknown intrathecal medication via an implantable pump for non-malignant pain. It was reported by the patient representative that the patient died and they wanted to know what to do with the external equipment. Agent asked if the death was thought to be related to the pump/therapy and the patient rep stated 'in my opinion, yes. ' it was reported that the patient had 'complications,' confirmed with the pump implant, and was in the hospital for 3 weeks after the pump was implanted and 'never left - he'd gotten too weak.' The patient then went into hospice and passed away yesterday at a hospice program. The patient was on 'a lot of medications' after the procedure when agent asked. When agent inquired pump medication, the patient rep stated 'dilaudid I think.'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.